Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an accuracy issue. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: d3, g1,2 email is: (B)(4). One device was received for evaluation. Visual inspection revealed the downstream occlusion (dso) seal lifting and a worn upstream occlusion (uso) seal. Event history log review was not performed. Functional testing was performed and the reported issue was able to be replicated; the pump was found to be overdelivering during all three accuracy tests. The root cause of the issue was determined to be related to the pump's expulsor. The expulsor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.